Event description:
It has been reported to philips that the azurion 3 m15 detector cannot be moved. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the detector cannot be moved. Fse analyse the system and found that on the control panel, there can be a problem with the lever that moves the detector. Upon further investigation, it was found that the control module was failing. Fse replaced the control module. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.